Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. The patient reported that she just got done talking to a manufacturer¿s representative (rep) because she was having difficulty keeping the ins recharger (insr) antenna in place and had a ¿skin issue¿ so the rep recommended she try adhesive discs. The patient reported that she already had an appointment with the rep and she did some reprogramming and also showed the patient how to charge, because the patient didn¿t really understand it and with the patient¿s constant migraines she couldn¿t really understand. It was noted that the migraines were related to the device or therapy. The patient reported that the rep gave her a dvd for her to watch. The patient reported that she was able to charge but it took a long time and she had to virtually not move, which was difficult ¿when you have a bad back anyway.¿ the patient reported that she knew that if the therapy was on it would take longer to charge, right now she was at half and the rep said not to go below a quarter. The patient reported that she had been charging it regularly over the last 2 days. The patient reported that she had to keep the amplitude at 11 because she had to get it reprogrammed again because of her healing. The patient reported that they planned on following up with the rep to schedule another reprogramming session. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.